Manufacturer narrative:
Baxter received and evaluated the device. The information that part of the display appeared burnt was received during follow up with the customer and was not available to the evaluator during the time of evaluation. The device is no longer in its as received condition to assess for that detail however the evaluator did indicate that visual inspection found a damaged liquid crystal display. The liquid crystal display was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that part of the display on a spectrum pump appeared burnt. There was no known patient injury or medical intervention associated with this event. No additional information is available.